Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port placement it was stated that the cath lock would not lock with the catheter. A new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one low profile MRI port body and one catheter lock were returned for evaluation. No anomalies were noted. Although the port stem measurements were found to be within specification, the investigation is inconclusive for the reported fit issue as the device could not be assembled with the components returned, as the relevant catheter and catheter lock are both required for correct assembly on the port stem. Per the evaluation results, flash was noted on the port stem. Although the flash measurement did not exceed the specification, it is possible that the flash contributed to the reported connection issue. However, as the catheter and both catheter locks were not returned, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Potential contributing factors include dimensional issues and improper assembly procedure.

Event description:
It was reported that during port placement, it was stated that the cath lock would not lock with the catheter. It was further reported that a new kit was opened to complete the procedure. There was no reported patient injury.